Event description:
The customer contacted stryker to report that their device "failed when discharging on the patient." In this state, defibrillation therapy may be delayed or not available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent evaluated the customer¿s device and was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device "failed when discharging on the patient". In this state, defibrillation therapy may be delayed or not available if needed. This issue is patient related; however, there was no adverse patient outcome reported.